Event description:
During a uretheroscopy procedure, the grasping forceps allegedly broke off. The broken piece was not retrieved. Doctor decided the small piece would not cause any harm and decided to leave it as is.